Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in (B)(6) 2011 and the mesh was implanted. In (B)(6) 2012, the patient experienced several complications and pain in the abdominal area and right leg. In 2016, the mesh was removed and it seemed to be twisted. No further information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.